Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2011 (B)(6); 4076 implantable pacing lead 2011-(B)(6). (B)(4).